Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off. Unit was swapped out to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue upon testing with catheter and trainer. The fse ran simulated treatment without issue and identified autofill failure in the logs around 1230 hours. The compressor output test in high 1900s rpms, and slowly built pressure to 390 +- 10 mmhg during pressure regulator calibration, taking about 40 seconds to build pressure. The fse replaced the scroll compressor and mufflers. Pm with full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off. Unit was swapped out to continue therapy. No patient harm, serious injury or adverse event was reported.